Event description:
Event description boston scientific, crm received information that while trying to diagnostics on this implantable cardioverter defibrillator (ICD) the programmer displayed a continuous hourglass. The device did not pace at 90 ppm when programmed to do pacing thresholds or impedance measurements and the device could not be reprogrammed. A manual capacitor reform was performed; however, it was aborted after 30 seconds. The device was at mol1 status and it was subsequently explanted. The auto reform was set to every 30 days, but the last one was in march, 2006. The last reform diverted and there were no daily measurements since april. The patient was a twiddler and she missed the last 5 device checks. The leads remain implanted with the new device. No adverse patient effects were reported.